Manufacturer narrative:
The medical staff used the ventilator to assist and support the patient's breathing but found that the ventilator could not monitor the tidal volume and minute ventilation volume of the patient. The medical staff removed the ventilator, used the respiratory humidification therapy instrument (high flow rate) to assist and support the patient's breathing, and reported the faulty ventilator to the equipment department for repair. Per a good faith effort (gfe) response, after the hospital equipment department engineer replaced the flow sensor, the device was normal, but the customer did not provide the spare parts serial number (sn) before and after the replacement. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the tidal volume and minute ventilation volume of the patient could not be monitored. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The medical staff removed the ventilator and used an alternative therapy instrument (high flow rate) to assist and support the patient's breathing. The investigation is ongoing.